Event description:
Literature was reviewed regarding a meta-analysis on infective endocarditis after transcatheter and surgical pulmonary valve replace ment.  The study population included 4706 patients who were predominantly male with a mean age of 23 years.  Multiple manufacturer¿s devices were implanted in the study population across 15 peer-reviewed articles; an undisclosed number of patients were implanted with a medtronic melody or harmony transcatheter valve or a hancock or contegra surgical valve.  Deaths occurred in the study population; however, there was no statement establishing a causal or contributory relationship between medtronic product and the deaths.  Among all patients adverse events included: moderate to severe pulmonary regurgitation, high peak gradients, bleeding or vascular complication, and infective endocarditis treated medically or surgically.  No further information was provided pertaining to medtronic products.

Manufacturer narrative:
Citation: çekirdekçI et al. Infective endocarditis after transcatheter approach versus surgical pulmonary valve replacement: a meta-analysis. Turkish journal of thoracic and cardiovascular surgery. 2022;30(3):472-483. Doi: 10.5606/tgkdc.dergisi.2022.23506. Published online 2022 jul 29. Earliest date of publication used for date of event. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.